Manufacturer narrative:
Block b3: the date of the event was approximated to 6/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on an unknown date. It was reported that the bands did not fire. There were no patient complications reported as a result of this event.